Event description:
Patient receiving ivf, mg and potassium via IV. This rn went to lunch. When back to the infusion bay, covering rn reported that patient went up to go to the bathroom and noted that the line felt wet and there was a puddle on the arm of the chair. Covering rn stopped infusion and noted that there was significant leaking of normal saline to the second (upper) lower hub. Nothing was connected to this hub. Saline was being administered at 300cc/hr. Line changed and infusion continued without issue. Line saved and brought to pharmacy. Primary set line by baxter ¿ lot# (10)r22e31017.